Event description:
Customer returned device for service. During service, the technician found the clamping jaw broken. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the jaws were worn out and the connection part was distorted. Improper use was a probable factor. Inspection and maintenance were performed, the chuck was replaced, and the device was returned to the customer on 05/28/2013. Placeholder.